Event description:
Ambulance was called to respiratory distress. Pt went into full arrest. When resuscitation was attempted, no mask was found in polybag that contained the resuscitator. Attempted to intubate; but were unsuccessful. Went to backup resuscitator and ventilated pt. Resuscitation efforts were unsuccessfull. The mask from the first resuscitator was later found on the floor of the ambulance.